Event description:
Event description guidant received information that the battery of this pacemaker was suspected to have depleted prematurely. The device, which was implanted for 29.5 months, was explanted, replaced, and returned to guidant for analysis.